Event description:
Boston scientific received information that this pacemaker had last been interrogated six months ago and showed two years remaining longevity. At current interrogation the device is now programmed auto output to five volts and is at end of life (eol). The boston scientific field representative noted that the patient did have some ventricular tachycardia (vt) events, but there are no adverse patient effects to report. Boston scientific technical services (ts) discussed that given the device is at eol it should be changed out and returned for analysis.

Manufacturer narrative:
All available information shows this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Manufacturer narrative:
Additional information has been received that this device was successfully replaced with no adverse effects reported. The device has been requested to be returned for analysis. This report will be updated when analysis is complete.